Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. No issues were noted during preparation of the sheath. No damage to the luer was noted. Coolant irrigation was used as the irrigation method of the sheath. The maintenance flow rate on the sheath was 2 cc/hour. During the procedure, upon insertion of the non-boston scientific mapping catheter during aspiration and flushing, the valve allowed continuous air to be drawn in through the flush port and air bubbles were observed in the aspiration syringe. When not drawing back the sheath, the hemostasis valve was also dripping with a slow drip. The physician attempted to remove the mapping catheter, flush and aspirate and re-insert the catheter without success. Thus, the sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. No issues were noted during preparation of the sheath. No damage to the luer was noted. Coolant irrigation was used as the irrigation method of the sheath. The maintenance flow rate on the sheath was 2 cc/hour. During the procedure, upon insertion of the non-boston scientific mapping catheter during aspiration and flushing, the valve allowed continuous air to be drawn in through the flush port and air bubbles were observed in the aspiration syringe. When not drawing back the sheath, the hemostasis valve was also dripping with a slow drip. The physician attempted to remove the mapping catheter, flush and aspirate and re-insert the catheter without success. Thus, the sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.